Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence and had been using cold insulin and reusing cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller to use room temperature insulin and to use cartridge as single-use product, then guided caller through filling and loading new cartridge, after which drops of insulin were seen and insulin delivery was resumed.